Manufacturer narrative:
Correction: g.4. Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test, passed. System air leak test, passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to request a replacement liberty select cycler. This peritoneal dialysis (pd) patient was experiencing draining slowly messages. The patient was in the hospital and did not encounter any issues with the hospital cycler. The pd catheter is in good position and condition. The patient had not reported any issues. Technical support contacted the pdrn for additional information. The patient had accumulated fluid and experienced weakness due to draining slowly alarms received at home. As a result, the patient was hospitalized. The patient was able to complete ccpd treatments on the hospital cycler without issue. Numerous kidney, ureter, bladder (kub) scans were done confirming the pd catheter placement and no stool in the bowel. The patient is on a bowel regimen, and no issues were reported. The pdrn evaluated the pd catheter in the clinic and there were no issues draining in different positions. There was no presence of fiber. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical review: there is a temporal and possible causal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization for fluid accumulation and weakness. The patient was reportedly receiving draining slowly messages during treatment. The patient never reported the issue to technical support. No live troubleshooting was completed with the patient while connected to the cycler. The patient¿s pdrn stated clinical troubleshooting was completed on their end and the patient¿s pd catheter was patent, there was no fibrin or constipation. ¿it is important to examine the catheter, its track through the anterior abdominal wall, and the genital area to exclude peritoneal leaks.¿ additionally, the patient was reportedly able to drain using the hospital¿s cycler without issues. No manufacturer evaluation has been completed on the liberty select cycler. Based on the available information, there is no evidence of a liberty select cycler malfunction. However, without additional information it cannot be concluded that the liberty select cycler contributed to the patient¿s hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to request a replacement liberty select cycler. This peritoneal dialysis (pd) patient was experiencing draining slowly messages. The patient was in the hospital and did not encounter any issues with the hospital cycler. The pd catheter is in good position and condition. The patient had not reported any issues. Technical support contacted the pdrn for additional information. The patient had accumulated fluid and experienced weakness due to draining slowly alarms received at home. As a result, the patient was hospitalized. The patient was able to complete ccpd treatments on the hospital cycler without issue. Numerous kidney, ureter, bladder (kub) scans were done confirming the pd catheter placement and no stool in the bowel. The patient is on a bowel regimen, and no issues were reported. The pdrn evaluated the pd catheter in the clinic and there were no issues draining in different positions. There was no presence of fiber. Attempts to obtain additional information were unsuccessful.